Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller / (B)(4) / model #: 1407de / expiration date: 2018-10-12. UDI #: (B)(4). Return date: 2018-05-09. Device evaluation anticipated, but not yet begun. Mfg date: 2017-10-12. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had electrical fault alarms due to driveline connector contamination. During the implant procedure, the driveline connector was contaminated with blood from the surgeon's gloves and on the same day, post-implant, the electrical fault alarms started. The patient was on extracorporeal membrane oxygenation (ECMO) support during and after implantation. The controller was exchanged. The driveline connector was serviced with cleaning on two separate occasions, with reports of blood being removed during these procedures. The ventricular assist device (vad) was stopped for one minute during the first cleaning and for two minutes during the second cleaning. During each cleaning, ECMO support was increased. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the controller passed functional testing. Visual inspection revealed contamination on the controller driveline connector. The reported event was confirmed via log file analysis which revealed several electrical fault alarms were logged since 04/23/2018 due to an open phase on the rear stator resulting in the pump running on a single stator (front stator only). In addition, 47 low flow alarms were logged since 04/23/2018. The low flow alarms are an additional finding unrelated to the reported event. Based on the risk documentation, possible causes of the low flow alarms observed in the log files may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational sp eed. On-site inspection of the driveline cable revealed contamination in the driveline connector. Two driveline cleaning procedures were performed on (B)(6) 2018 and (B)(6) 2018, respectively, to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported event can be attributed to contamination/foreign material of the driveline cable connector and/or controller driveline connector. An internal investigation evaluated issues related to driveline connector contamination leading to electrical faults. Based on the internal investigation, the most probable root cause has been attributed to design/training issues. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.